Event description:
Additional information received reported that the patient received assistance from her doctor or manufacturer representative and her concerns were resolved. She had an appointment on (B)(6) 2015.

Event description:
It was reported the patient experienced pain after having moved a few desks and a chest. They had back pain when sitting as of (B)(6) 2015. Two days later, the patient experienced a loss of therapeutic effect. The patient normally went to the bathroom every 6-7 hours after implant and before, but it had changed to every 2-3 hours. No outcome or interventions were reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pnmu, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that reprogramming was needed on (B)(6) 2015 and the patient did not experience a loss of stimulation. The patient had 50% or greater symptom reduction and recovered without permanent impairment.